Event description:
Customer admitted as an inpatient to a hosp for high blood glucose. Troubleshooting performed on pump and pump function and programming appeared to be normal. Customer also reported experiencing frequent bent cannulas.